Event description:
On 2/21/97, the pt's spouse informed the MFR's customer svc rep that the device catheter had sheared and a piece of the device catheter had lodged in the pt's heart. A surgical nurse removed the device and catheter; however, the segment that was lodged in the pt's heart was removed by a physician (radiologist). The pt's spouse stated that he did not know if the physician kept the device or if the device is available to be returned to the MFR for analysis. No further details were available at this time.

Manufacturer narrative:
On 3/28/97, the physician/facility's nurse informed the MFR's (MFR) product complaint associate that there must be some mistake regarding the device utilized for this patient. The facility/physician does not use/utilize the MFR's devices, they use/utilize another MFR's device. The customer will be notified of the MFR's findings. No further details are available. The MFR is now closing the file on this event.